Event description:
The angiosculpt balloon catheter ruptured while inflating in the artery. The second catheter was not used and the procedure was aborted.

Manufacturer narrative:
Product has not been returned to angioscore for eval. Thus, eval of the device cannot be performed. We have not been able to obtain add'l info at this time. Foreign country of origin is (B)(6). The burst pressure for the angiosculpt device was not reported and it cannot be determined whether the angiosculpt device ruptured above the rated burst pressure (rbp) of 20 atmospheres. Product has not been returned to angioscore for eval. Thus, eval of the device cannot be performed. We have not been able to obtain add'l info at this time regarding whether the angiosculpt device was used above rbp. Thus, as MDR report is being submitted in an abundance of caution in the event that the balloon burst occurred above rbp.